Event description:
It was reported during incoming inspection that wrinkles were found in the sealing area. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D10: 00504901100 disposable mixing bowl and spatula 66330620. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03359 . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation of the returned product found creasing in the seal for (2) pouches. A dye test found the seals are conforming. As the product was determined to be acceptable per review of the inspection criteria, a complaint history review was not performed. No product failure was found as the product is within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.